Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation on april 29, 2019 and it was noted that it was received in the condition reported. Upon initial visual inspection of the brim cap it was noted to be broken and the hemostatic valve was not present/returned. The returned condition remains assessed as reportable. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference # (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent a procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and it was reported that the brim cap was broken, and the hemostatic valve was damaged. It was initially reported that during the procedure, and as the physician pulled the dilator out of hemostatic valve with a slight twist (as other sheaths usually require), however this broke/shattered the orange cap on the sheath. Additional information was received stating that it was noted that the hemostatic valve was also damaged. The device was inspected, and the brim cap was observed broken. During the second visual inspection the hemostatic valve and the silicone ring were also found detached from the hub and they were not returned for analysis. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. An internal corrective action has been opened to address these issues. Manufacturer's reference # (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. A manufacturing record evaluation was performed for the finished device 00001066 number, and no internal actions was found during the review. Manufacturer's reference #: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and it was reported that the brim cap was broken, and the hemostatic valve was damaged. It was initially reported that during the procedure, and as the physician pulled dilator out of hemostatic valve with a slight twist (as other sheaths usually require) however this broke/shattered the orange cap on the sheath. The sheath was replaced, and the procedure was continued. No harm to the patient was reported. Additional information was received on april 23, 2019, and it was noted that the hemostatic valve was also damaged. The issue of the broken brim cap, and hemostatic valve damaged were assessed as reportable events.